Manufacturer narrative:
Product has been returned, and the investigation is currently in process. A supplemental report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The returned meter was investigated with retained test strips and a known-good retained battery. Visual inspection was performed on returned meter and no issues were observed. Meter did not power on with button depression or test strip insertion. The meter was further de-cased and internal visual inspection was performed. Liquid contamination was observed on the pcba (printed circuit board assembly). Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. Therefore, the issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The returned meter was investigated with retained test strips and a known-good retained battery. Visual inspection was performed on returned meter and no issues were observed. Meter did not power on with button depression or test strip insertion. The meter was further de-cased and internal visual inspection was performed. Liquid contamination was observed on the pcba (printed circuit board assembly). Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. Therefore, the issue is not confirmed to use. An extended investigation has been performed for the reported complaint. The useful life of freestyle freedom lite meter is 5 years. As the manufacturing date of this product is 25-apr-2014, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.